Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that pt presented in ER with "abstinence symptoms". On interrogation the pump showed a "rotor stall occurred" message. Pt also heard the critical alarm. The pump had an elective replacement indicator (eri) of 10 months. Physician tried to restart the pump, but failed. Pt was admitted in the hospital top compensate the abstinence symptoms. The pump was to be replaced. On (B)(6) 2011, it was reported that the pt was now doing fine: withdrawal symptoms had disappeared; adequate pain relief was regained using the new pump.